Event description:
It was reported that balloon rupture occurred. The patient presented with arteriovenous fistula stenosis and underwent percutaneous transluminal angioplasty. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, the balloon broke. The device was removed, and the procedure was completed with another of same device. There were no patient complications were reported and the patient was stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 50mm in length and extended from a position 19mm proximal of the proximal markerband to 40 mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The patient presented with arteriovenous fistula stenosis and underwent percutaneous transluminal angioplasty. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, the balloon broke. The device was removed, and the procedure was completed with another of same device. There were no patient complications were reported and the patient was stable following the procedure. It was further reported that the stenosed target lesion was 80% located in moderately tortuous and severely calcified arteriovenous fistula. The balloon ruptured at 20 atmospheres for 40-50 seconds and the device removed by catheter sheath.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The patient presented with arteriovenous fistula stenosis and underwent percutaneous transluminal angioplasty. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, the balloon broke. The device was removed, and the procedure was completed with another of same device. There were no patient complications were reported and the patient was stable following the procedure. It was further reported that the stenosed target lesion was 80% located in moderately tortuous and severely calcified arteriovenous fistula. The balloon ruptured at 20 atmospheres for 40-50 seconds and the device removed by catheter sheath.